Event description:
Caller reported blood glucose results of 186 mg/dl on the advantage system and 86 mg/dl on a professional system within 10 minutes. Customer reported no symptoms or adverse event relative to this discrepancy. A request was made for the return of the system, replacement was sent.